Manufacturer narrative:
The investigation of the AED associated with this complaint is underway and the root cause is not currently known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer reported that their AED's asi is flashing red and the voice is garbled. They reported that this did not occur during patient use.

Manufacturer narrative:
The unit was requested for return and further evaluation. Upon receipt, the device underwent bench testing, during which it was determined that the device's audio signal codec failed leading to the reported condition.